Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal circumflex that was moderately tortuous, heavily calcified, narrow and 80% stenosed. After predilatation was performed with a 2.0x15 mm rx trek balloon catheter, an attempt was made to cross the lesion with the 2.75x18 mm xience xpedition; however, it failed to cross. Additional predilatation was performed with a 2.5x15 mm rx trek; however, during use of this balloon, a dissection occurred at the lesion site. An attempt was made to cross the lesion with a 2.25x15 mm xience xpedition; however, it also failed to cross. A 2.0x18 mm minivision stent was able to cross and was deployed successfully, followed by a 2.25x18 mm minivision to treat the dissection and the lesion successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Vessel dissection is listed as a known adverse event in the rx trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency.